Manufacturer narrative:
Field service engineer troubleshot and found the generator console display to have failed, was blank. However, customer declined replacement of a new generator console. At this time, the unit was not checked any further, but returned to customer for limited use.

Event description:
On (B)(6): customer reports the urology console failed. Customer does not have a back up room for procedures. Pts have been rescheduled. No reported injury.